Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the connector of the infusion set was partially separated from the connector plate of the headset. No adverse event reported. Return of the suspect device was requested for evaluation.